Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a myxoma reduction procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced right carotid artery occlusion that required surgical intervention. After a carto 3 system supported myxoma reduction procedure, the patient was not waking up. The patient was taken to CT where a blockage in the right carotid was visualized. The patient was taken to surgery. Additional information was received. The physician¿s opinion on the cause of this adverse event was the procedure and the patient condition. The patient required surgery to remove the blockage in the right carotid artery. The patient improved. This was not part of a trial.